Manufacturer narrative:
The reason for this revision surgery was to remedy an unstable shoulder after 1.9 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number: (B)(4). This is the first complaint for this lot number. The root cause for the unstable shoulder was caused by the joint being overstuffed with rsp and limiting the range of motion. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - there was no product failure. The pt had limited range of motion.